Event description:
Caller reported a malfunction on pump, identified with code malf 12. There was no adverse impact to customer's blood glucose level. Technical support provided pump reset information and assisted caller in resetting pump. After reset, malfunction code did not recur, and customer could continue using pump. Caller was advised to contact technical support if any further issues arose and acknowledged the instructions.